Event description:
(B)(4). I began to lose my hair. I began having excessive bleeding and pain during periods started to blow to the point I looked pregnant all the time ended up with depression and anxiety attacks fatigue didn't want to do anything even with my own children's sick all the time chronic pelvic pain all the time and massive headaches all the time.